Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon performed a djo implant removal of a reverse total shoulder due to an infection. The surgeon removed all of the implants and put in spacers. There was no implant failure.